Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k0152r; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent; and position/condition of wedge sleds, fully fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no; and result of attempted firing, good. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "stapled but would not cut" during surgery. Instrument was returned in good physical condition. Instrument was cycled, fired, cut and formed staples within design specification. Instrument was disassembled to examine internal components and no deformations could be identified. It was concluded that instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated.

Event description:
It was reported the device was used during a laparoscopic appendectomy procedure. It was reported by the affiliate that the device stapled but did not cut. There was no pt consequence.